Event description:
During video assisted thoracic surgery with a wedge resection of a bleb, for the seventh firing the ez45 was introduced into the pt. A metal ring forcep was being used to stabilize the lung and the ez45 bumped against the forcep. The cartridge fell into the pt. The surgeon retrieved the cartridge with another metal ring forcep. The cartridge cracked and fell into two pieces onto the floor. Both pieces were retrieved but discarded. The instrument reloaded without difficulty and was fired for the eighth time to complete the case. Faxed checklist clarification of rep explanation states when the surgeon grasped the cartridge with the forceps, two pieces of the cartridge broke off. One piece was retrieved from the chest and the other piece came out with the cartridge and ring forceps. The cartridge was inspected for other possible damage and none could be found. There was no consequence to the pt. The lot number of the cartridge was j4316t.